Event description:
It was reported that the patient ¿wasn¿t having great tone control.¿ it was indicated that following the (B)(6) 2013 catheter revision (please refer to MFR report #3004209178-2012-09711) it was thought the problem resolved and since then healthcare provider (hcp) had the patient¿s dose repeatedly increased, the last of which was an increase of 15-20%. Regardless of the increase, the patient¿s symptoms did not abate; he returned to baseline - he did not notice anything. Per the hcp, the patient was now on oral baclofen 2 x 10 mg/day. Further, records of the patient¿s symptoms maintained by his school showed that the oral baclofen treatment decreased his symptoms. At the time of this report, the patient underwent a side port access study in an attempt to ascertain a catheter problem, if any, because the patient had not received effective therapy. The hcp noted that no volume discrepancies occurred and nothing physically ascertainable to indicate a problem was visualized, such as anything around the pump pocket. Per the hcp, the patient had not experienced withdrawal, but he was ¿real tight.¿ drug delivered via the device was baclofen. Per the physician, the patient went on to have difficulty with tone management continuing after the catheter replacement surgery. It was later reported that the side port access study conducted in (B)(6) 2013 ¿failed to remove fluid,¿ so a surgery is planned. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Concomitant products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
Catheters were received in segments, incomplete. Analysis of catheters (model 8709 serial# (B)(4), model # 8780 serial# (B)(4), model # 8784 serial# (B)(4)) revealed no anomalies and they passed all testing. It was also noted that inspection of the dispensing holes, as received and before decontamination, did not show any material in the dispensing holes. Due to the nature of the event including difficulty observing csf fluid at the proximal end with three separate ascenda catheters, a patency test to address the allegation were devised. Sample catheters were created that matched the dimensions of the catheters that were returned. These samples were then and tested using the test set-up shown in the photos to create a baseline of expected results. Next, the patency of the proximal segment of this catheter was tested using the special test set up. Results showed this portion to have no anomalies with patency. It should be noted this special patency test was performed on the catheter in an ¿as received¿ condition. Catheter model # 8784 serial# (B)(4) was concluded to be damaged at explant.

Event description:
Follow-up information was received later indicated that a catheter revision occurred on the date of this report. During the procedure when the physician disconnected the pump from the old catheter there was no flow of csf (cerebral spinal fluid). The old catheter was explanted and the physician proceeded to implant the ascenda catheter. Once the new catheter was at the desired level, it was anchored, and the physician tunneled the catheter to the belly. ¿decent¿ csf was observed from the end of the catheter. The physician then connected the 27.9 cm pump segment. After waiting, there was no spontaneous flow from sutureless pump connector. The physician tried to aspirate using a 3 ml syringe but got mainly air and approximately 0.5 ml of clear fluid. This process was kept up for about a half hour and still there was no spontaneous flow from the sutureless connector; a drop formed after approximately 5 minutes of waiting with the catheter in a dependent position. The pump segment from the catheter was snipped, distal to the connecting pin, and connected an 8784 pump segment. The above process was repeated and spontaneous flow of csf was still not achieved. A reverse trendelenburg position was tried to aid in csf flow but to no avail. At that time, it was decided to open up the back incision (the first asst. Had already closed the incision) and cut off the anchor (perhaps the anchor was occluding csf flow) and re-anchor the catheter to the fascia. Once the catheter was re-anchored, it was then tunneled again to the belly. Another 8784 catheter was used, and this time the catheter was flushed on the mayo stand before connecting to ensure patency. It was connected to the catheter, following observation of csf flow from the end of the catheter. The above process was repeated again and still no spontaneous csf flow. The catheter was connected to the pump, a cap kit was opened, and the catheter was accessed through the side port. A few drops of csf and mainly air were observed. With frustration at high point, the physician decided to implant an 8709 catheter. After the 8709 was threaded to the same level as the ascenda, it was anchored, tunneled and the 40 degree connector attached, the physician observed a spontaneous flow of csf. This was a stark contrast to what had happened prior. The physician then aspirated with a 3 ml syringe and got back 1 ml of csf easily and without air. The patient was then closed and the pump was programmed accordingly. All of the ¿tricks¿ to get csf flow were tried with the ascenda catheter, but the physician could not get good, spontaneous flow. It was later indicated that the issue was with the pump connector segment. The catheter did not exhibit a spontaneous flow of csf even though a syringe was tried to get a good flow of csf from the pump connector. Also, the cath/pump connector was held in a dependent position without a good, spontaneous flow. It was also connected to the pump and the physician attempted to aspirate through the side port to no avail. It was additionally noted that the patient seemed to be doing fine following the implant.

Manufacturer narrative:
Concomitant products: catheter model: 8784, serial# (b)(40; catheter model: 8780, serial# (B)(4); catheter model: 8784, serial# (B)(4); anchor model: 8785, lot# n362639. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.